Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient height increased considerably causing their right ventricular (rv) lead to stretch and brake due to calcifications and adhesions of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.